Manufacturer narrative:
A ge service representative performed an on site investigation. A collimator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a collimator iris pot error message. On the 9600 c-arm, this error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.